Manufacturer narrative:
Implanted date - device was not implanted, explanted date - device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device deployed as normal. After the first and second clicks and the attempt to pull back as per normal the user didn't feel any resistance. The patient continued to bleed therefore compression was held to achieve hemostasis. The patient was stable in stable condition. There was no impact to the patient. The user mentioned that they were able to locate the anchor in the sheath of the device. The procedure outcome was a success. The patient was not injured, and medical or surgical intervention was not required. The event occurred post-treatment. Additional information was received on 8 sept 2022: the procedure being performed was a cardiac intervention (balloon, stent) and there was a pre-angiogram performed. There was no blood loss. A 6 french sheath was used. No other equipment was used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been incorrect placement of the device resulting in vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).